Event description:
The device was used to routinely monitor a 3 yr old pt during a lengthy vehicle transport. After approx 2 hrs, the device allegedly lost power. The operator replaced the batteries but the unit would not turn on. There were no adverse affects to the pt reported as a result of the alleged malfunction.